Manufacturer narrative:
A visual examination under magnification of the returned 3.5mm x 20mm non-locking hexalobe screw was performed. The screw had missing threading along its shaft. The chipped and dull threading is aligned with stripping. Screw thread stripping may occur when excessive force is applied to the screw during torque to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone or improper surgical technique. No definitive conclusion can be made. No definitive conclusion can be made. It is unclear how or if the screws contributed to the plate breaking, no definitive conclusion can be made. Eleven reports are associated with this event. The submission numbers are as follows (including this one): 3025141-2025-00444. 3025141-2025-00446. 3025141-2025-00447. 3025141-2025-00448. 3025141-2025-00449. 3025141-2025-00450. 3025141-2025-00451. 3025141-2025-00452. 3025141-2025-00453. 3025141-2025-00454.

Event description:
It was reported that plate broke while the patient was taking his top off. Device explanted. There was no reported delay or adverse effects to the patient.